Event description:
Healthcare professional, later reported, "right breast implant was noted to be intact". Via operative report.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant exchange with no complaint against the device. Healthcare professional later reported right side "broken implant". Device has been explanted and replaced.